Event description:
Device malfunction: hard stuck. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure using a starclose device after a diagnostic procedure. The device became hard stuck and was removed with force. Hemostasis was achieved with manual compression. No additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The device is expected to be returned for evaluation. It has not yet been received.